Event description:
Boston scientific crm received information the patient with this implantable cardioverter defibrillator (ICD) had an ablation procedure several months ago. Recently, the patient felt fatigue and was followed-up by a health care professional and had pharmaceutical changes made. The patient's blood pressure and pulse were checked later by their spouse and both were low, the heart rate was 52 bpm. The patient was transferred to the hospital by ambulance. It was noted by the patient's spouse that the lower rate limit was changed from 60 to 40 around the time of the ablation procedure. Additional information from the local field representative indicated that he was called to turn off tachycardia therapy for an ablation case. The local field representative was asked to turn off tachycardia therapy. He placed the wand over the device and turned off tachycardia therapy. At end of the case the local field representative shared the programmed settings with the physician and asked the physician if there were any other setting changes and the physician indicated no. The local field representative then turned tachycardia therapy back on. It is unknown how the device was reprogrammed to resolve this issue. No adverse patient effects were reported. Additional information indicated this device was explanted for an unknown reason and replaced with a competitor's device. The device was returned for analysis.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.